Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to the device manufacture date. Updated fields: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device (ccd)-unit had h-lines, air/water cylinder (tube) had white foreign body, air water channel had white foreign material and air/water flow below standards due to the clogging with white foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had blue stripe in the image. There were no reports of patient involvement.